Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the nozzle unit of the o2 gas module. The device logs were not provided. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The replaced nozzle was not returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: (B)(4).